Event description:
During acl reconstruction, the biorci ha interference screw broke into several pieces, and a piece of the screw remains in the patient. It was reported that there was no delay in the case and another biorci ha interference screw was used to complete the procedure. The procedure involved the use of a bone-tendon-bone graft and the surgeon did tap the site. It was also reported that no patient injury or complications occurred.